Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath. When the vizigo sheath was opened and prepared for the procedure, it was not possible to introduce the dilator and it seemed like the valve was missing or flipped into the first part of the sheath with the open plastic window. So there was physical damage seen on the sheath before the procedure. No patient involved. The investigation was completed on 09-oct-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the hemostatic valve was observed dislodged inside the hub, no physical damage or anomalies were observed on the hemostatic valve nor the hub section. The dislodgment of the hemostatic valve could be related to the resistance issue reported by the customer; however, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The potential cause of the dislodgment of the hemostatic valve could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-sept-2025. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was broken and dislodged inside the hub. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue reported by the customer was confirmed and could be related to the resistance with sheath issue reported by the customer. The potential cause of the broken and dislodged hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿valve was missing or flipped into the first part of the sheath with the open plastic window¿ and ¿it was not possible to introduce the dilator¿ issues. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was broken and dislodged inside the hub¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath and a hemostatic valve separation issue was assessed. When the vizigo sheath was opened and prepared for the procedure, it was not possible to introduce the dilator and it seemed like the valve was missing or flipped into the first part of the sheath with the open plastic window. So there was physical damage seen on the sheath before the procedure. No patient involved. Additional information was received. The section where the issue was observed was the hemostatic valve and hub. It seems like there was no valve membrane between brim cap and hub. They could not see if the membrane was separated and dislodged in the hub or if there was no membrane at all. It seems like there was material in the hub, but could not verify what it was. The hemostatic valve might have dislodged inside the hub; however, it was not clear. Pictures provided. The issue of not possible to introduce the dilator was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The hemostatic valve issue described was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).